Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope does not pass the leak test. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image (black). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Scope failed the water dunk test due to a leak found at the scope connector from a crack and from the lg (light guide) tube with a cut, in addition scope had no image found. Additional findings are as follows: scope leak test - leaks from lg tube, scope leak test - leaks from scope connector, a-rubber - non-olympus, a-rubber glue - non-olympus, lg tube cut, scope connector ¿ crack, video connector - ad-found corrosion at video connector, video connector - failed heater and thermistor function test with an ol ohm, and and evidence of physical damage with third party repairs. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow up. Updated fields (b3, b5, e2, and e3).

Event description:
The event was found during reprocessing and the device was inspected prior use as per instructions for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to cut charge-coupled device cable. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage.¿ olympus will continue to monitor field performance for this device.